Event description:
It is reported that pt underwent a revision due to pain and pseidotumor. Corrosion was noted between the head and neck taper.

Manufacturer narrative:
This report will be amended when our investigation is complete.